Event description:
Boston scientific received information that during a routine follow-up, it was noted that the physician observed high out of range pacing impedance on this right ventricular (rv) lead. An x-ray was performed, and showed that the lead had fractured near the terminal pin. Since the patient only requires the right atrial (ra) lead, this lead was not explanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.